Event description:
As reported by the technical assistance center (tac): "a customer placed a call regarding an incident with the phoenix in 2002. The nurse was inquiring about a procedure on clearing an air in blood alarm. She performed the procedure, stated in the operator's manual and could not clear the alarm. She then proceeed to perform a different procedure that she stated she saw a clinical trainer perform before. She disconnected the pt and connected the bloodlines in recirculation configuration. She then continued by going in to pause treatment to dialyzer prime to manual prime. She then commanded the blood pump to spin in prime to clear the air in blood pump to spin in prime to clear the air in blood alarm. Once the alarm cleared, she resumed dialyze to finish the last hour of treatment. Half hour after the procedure was performed the phoenix alarmed with an arterial pressure alarm. The customer checked on the alarm and noticed that the pt was clenched to their chair and loosing consciousnes".